Manufacturer narrative:
(B)(4) if explanted, give date: na (not applicable). There is no indication at the time of this report that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient is very disturbed by dysphotopsias relatively constant since the zlb00 intraocular lens (iol) was implanted. Reportedly, the dysphotopsias are positive and generalized consistent with diffractive multifocal design. Patient experienced haloes and random spokes of light. The patient is plano, j1, with 20/20 uncorrected visual acuity, good ocular surface and a normal topography exam except for mild post capsule changes with 1.5+ posterior capsular opacification and some vertical striae. No maddox rod effect from striae simulating with muscle light. Optical coherence tomography mac pre and post-op within normal limits. Doctor commented that this is his first experience since implanting the zlb00 lens. The doctor has discussed neuro-adaptation with the patient and a time period of 6-12 months over which the patient symptoms might improve; however, given the lack of any real improvement in five weeks, and profound dissatisfaction with quality of vision, the patient wants to consider an iol exchange for a monofocal at this time.

Manufacturer narrative:
Device evaluation: the lens will not be returned as the lens remains implanted. Visual inspection could not be performed and the reported complaint could not be verified. Manufacturing record was reviewed and the lens was manufactured according to specification. Additionally, the in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was provided by the physician indicating that he is holding off the explant for now and it is not scheduled. The physician plans to proceed with surgery in the fellow eye using zct toric lens. It was also learned that the patient has peripapillary myelinated nerve fiber layer in the eye that has tecnis multifocal lens implant. Other relevant history: peripapilary myelinated nerve fiber layer. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: through follow-up, it was learned that the lens was explanted on (B)(6) 2016. The lens was replaced with a zcb00 lens. The surgery went well. Additionally, it was confirmed that the correct lens serial number was reported and returned. No further information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/18/2016. Device returned to manufacturer: yes. Device evaluation: the explanted intraocular lens was returned to the manufacturer for investigation. An evaluation of the lens was performed by research and development. The transmission spectrum of the iol was recorded and the lens was scanned from (B)(4) nm at a rate of (B)(4) nm/min. (B)(4) replicate measurements were made for each test condition. The lens conformed to specification. Haze evaluation by slit-lamp microscopy: the lens was tested using a slit-lamp operating at approximately 12x magnification. Haze rating standards for iols are rated using a 1 ¿ 5 scale with levels 1 ¿ 4 rated as acceptable/pass and levels 5 and 5+ as unacceptable/reject. The haze level of returned lens was rated as level 3 ¿ pass. Optical quality (mtf) tested in ace model: optical testing on image quality was performed on the lens in the average cornea eye (ace) model and in the iso eye model. The product specifications for the lens state that the near and far focus mtf (multifocal) measured 50 cycles/mm for a 5 mm pupil using the ace model must be >/= 0.18 (18%) in green light. The specified data for the lens concluded and conformed to the mtf specification. The explanted intraocular lens was characterized for optical properties. The light transmittance (uv-vis), haze levels (slit-lamp microscopy) and optical quality (mtf) of the lens were evaluated and determined to conform to amo product specifications. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.